Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient is in the hospital and did not feel like talking. The patient did not give a reason to the hospital stay however, requested to be called back next week.